Event description:
It was reported that the lead exhibited noise. Loss of sensing, loss of capture in the atrium, and a low lead impedance of 224 ohms were also noted. The patient appeared to be in an undersensed slow atrial flutter of approximately 170 beats per minute. The programmed mode was changed to vvir 70 bpm. The patient would be followed normally.